Manufacturer narrative:
An event regarding disassociation involving an lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed as per the medical comment based on the x-ray provided. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal head with blood and scratches on the bearing surface. There is evidence of black material visible inside the head. There is nothing else of note shown in the photo. The photographs also shows a recently explanted stem with blood and biological matter present. There is also evidence of black material and the trunnion shows signs of wear and corrosion. There is damage on the stem which most likely can be attributed to the explantation process. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided images show dark material inside the head and trunnion erosion. Provided x-ray image confirms disassociation of head, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear and an excessive amount of black tissue were noted. The stem, head, and liner were revised to a competitor stem and head with a stryker liner (rep confirmed there are no allegations against the liner). Rep provided an x-ray and pictures of the explants and reported that no further information will be available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, trunnion wear and an excessive amount of black tissue were noted. The stem, head, and liner were revised to a competitor stem and head with a stryker liner (rep confirmed there are no allegations against the liner). Rep provided an x-ray and pictures of the explants and reported that no further information will be available.